Manufacturer narrative:
Date of report: (B)(6) 2019. Additional information: the manufacturer's field service engineer (fse) was dispatched to the site and the reported issue could not be duplicated. The fse scheduled a return visit to replace the front bezel as part of service and maintenance. The fse replaced the front bezel and confirmed the unit passed all functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.